Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up noise episodes were noted. The lead was capped and replaced. The patient is doing well.